Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported postoperative routine check, xen®45 gts had broken into 3 pieces in the subconjunctival of the left eye. The device remains implanted as "the rest of xen implant was correctly implanted into the ocular angle and intraocular pressure is within the normal limits."